Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit has no alarm as the power in the consumers home went out and the unit failed to do the "no power" alarm as designed. Per the technician's evaluation, the on/off switch is broken which caused the unit to not alarm. Received on 07/11/2016.